Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a follow-up. The battery longevity was 3.3 years on (B)(6) 2018 and it dropped to 4.9 months on (B)(6) 2018. The physician decided to perform no intervention. The patient was stable.